Event description:
Patient originally had a hemiarthroplasty done (B)(6) 2011 due to a femoral neck fracture. Patient fell and the stem subsided. Dr. Removed rejuvenate stem and implanted a depuy total hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer .

Manufacturer narrative:
An event regarding post trauma stem subsidence involving a rejuvenate modular stem was reported. The event was not confirmed. Device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported stem subsidence determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
Patient originally had a hemiarthroplasty done (B)(6) 2011 due to a femoral neck fracture. Patient fell and the stem subsided. Dr. Removed rejuvenate stem and implanted a depuy total hip.